Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl. The customer went to the emergency room (ER) and intravenous (IV) fluids and insulin drip were administered to address bg level. The customer changed out supplies and noted an infusion set bent cannula. The customer was subsequently admitted to the intensive care unit (ICU) and intravenous (IV) fluids and insulin drip were administered to address continued elevated bg level. Multiple attempts were made by tandem¿s technical support (cts) to obtain additional information; however, no additional information regarding this event was provided.